Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels up to 350 mg/dl at its highest. Bg level was addressed by performing multiple infusion set site changes. A system check was performed and the pump time was found to be incorrect. Tandem technical support (cts) assisted the customer with correcting the time. Reportedly, the customer uses u-500 insulin in their cartridge. Cts advised the customer that u-500 insulin was contraindicated for use with the pump.